Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were some motor error alarms in the alarm history. The customer's blood glucose is normal and did not require medical treatment.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase also, unable to perform displacement test due to constant motor error alarm. No cosmetic damage noted.